Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were made. The pptwos was observed again on (B)(6) 2022. Programming changes were made again. The patient was stable.